Manufacturer narrative:
The field service representative (fsr) confirmed this complaint. The fsr found that on the cardioplegia (cpg) pc board, two fuses were blown and the power component shorted. The fsr replaced the cpg pc board and completed a release test with no failures noted. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia pump makes loud noise while in use on the cooler heater unit. The motor is always running and has an unusual noise. Per the perfusionist (ccp), the unit was changed out, and replaced by an extra unit. The malfunction didn't affect the pt or the case in anyway, considering it happened as the pt was being moved out of the operating room (post surgery). There were no reported adverse consequences to the pt.